Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed. In order to perform a proper investigation to confirm the alleged defect and determine the root cause , it is necessary to have the device sample that was involved in this complaint. No corrective actions can be established at this time. If the device sample is received at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that "vent settings on servo I pressure 17 peep 8 rate of 24. Column was 2/3 empty the vent was not reading volumes the same. Column changed and problem resolved. Event of reading volumes related to changing of column". Alleged event occurred during use. It was reported there was no injury or consequence to the patient.